Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for ise indirect na, k for gen.2 (sodium, potassium). The erroneous results were reported outside of the laboratory to the physician. The sample initially resulted as 161 mmol/l for sodium and 4.81 mmol/l for potassium. The sample was repeated, resulting as 135 mmol/l for sodium. The sample was repeated a second time, resulting as 136 mmol/l for sodium and 4.08 mmol/l for potassium. The patient was not adversely affected. The patient was not treated based on an erroneous result. The sodium and potassium electrode lot numbers and expiration dates were asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The issue may be related to a mis-sampling problem caused by inadequate pre-analytic sample handling or a pipetting issue.